Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged severe sleep apnea. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged severe sleep apnea. There was no report of serious or permanent harm or injury. In box a: date of birth (rfb), age (rfb), weight (rfb), ethnicity (rfb), race (rfb) are updated in this follow-up. The updated describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, the complaint was not confirmed. Also, patient has alleged of sleep apnea and shortness of breath. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, operator of the device, operator of device - other are updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal, reporting institution phone, init. Report sent to FDA (rfb), occupation (rfb), occupation are updated in this follow-up. In box g: report source, report source - other, date received by mfg is updated in this follow-up. In box h: (device) problem code grid, patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number are updated in this follow-up.